Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and the battery cap was lost. The customer's blood glucose reading was over 400 mg/dl at the time of incident and was hospitalized. Troubleshooting found that the customer installed the wrong kind of battery and was advised to monitor pump as the pump alarmed after a new battery was installed. The customer was advised that a new battery cap would be provided and to call if further troubleshooting needed.